Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls on the day of event occurrence were within specifications. The sample in question was repeated on the same instrument and alternate instrument and the results were acceptable. The cause of the discordant, falsely elevated hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on an alternate dimension exl instrument and once on the same instrument, resulting lower each time. One of the results obtained on the alternate dimension exl instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated hcg result.

Manufacturer narrative:
Siemens filed the initial MDR on 05-jul-2018. Additional information (04-jul-2018): a siemens field service engineer (fse) was dispatched to the customer's site. The fse inspected the instrument and performed preventative maintenance. The fse did not find any issue with the instrument.